Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for one unknown ex tibia nail proximal bend. Part and lot numbers were not available for reporting. Other¿UDI# is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an ex tibia nail proximal bend was removed due to nonunion on (B)(6) 2016. Patient was revised to a large fragment plate (limited contact dynamic compression plate (lc-dcp)) and an unknown number of 4.5mm cortex screws. The date the tibia nail was originally implanted is unknown. This report is for one unknown ex tibia nail proximal bend. This report is 1 of 1 for (B)(4).